Event description:
It was reported that a saturation error was displayed on the 9800 c-arm. It was noted that this happened only when used in the film mode and at high current (ma) shots. It was also noted that this was observed during a physicist inspection. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided the following component has been ordered. Darlington transistor. It is believed that once the identified component is replaced, the reported issue will be addressed. If any add'l info is received that indicates otherwise, a follow up report will be submitted as required.